Event description:
It was reported that the customer passed away, and it was unk if the customer was wearing the insulin pump at the time of death. It was stated that the glucose level recorded in the blood glucose meter was unk. The caller stated that she has not been in her son's home to find the insulin pump, and she will call back if the device is found. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.